Event description:
It was reported that the discriminator failed to withhold therapy and the patient received inappropriate therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947, implantable tachy lead, (B)(6) 2004; 5076, implantable pacing lead, (B)(6) 2004. (B)(4).